Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product reportedly developed an infection. A lead extraction was planned. Requests for additional information were sent but no further information was received. There were no additional adverse effects reported. All available information indicated that this product was already surgically abandoned for an unspecified reason prior to the infection.